Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7., d.6b., h.6.

Event description:
Patient reported rupture. Later, healthcare professional confirmed rupture. This record is for left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "(B)(6) 2014." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.